Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight multiple vision stents. The customer reported the device is being held at their site. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x8mm vision stent referenced is being filed under a separate medwatch report. (B)(4).

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the left anterior descending artery and the diagonal artery. A balance middleweight guide wire was placed in the left anterior descending (lad) artery and the sion blue guide wire was placed in the diagonal artery. A 3.5 x 23 mm vision stent and a 3.5 x 8 mm vision stent were deployed in the lad. A 2.5 x 8 mm vision stent was deployed in the diagonal artery. A second stent was to be deployed in the diagonal artery; however, the sion blue guide wire lost vessel access and slipped back into the lad. During re-positioning, the sion blue guide wire caught on the struts of the 3.5 x 8 mm vision stent implanted in the lad. Intravascular ultrasound (ivus) noted that the vision stent was not well apposed to the vessel wall. The sion blue guide wire was noted to "feel different" and it was noted that the guide wire had separated. The physician is not sure when the guide wire separated. The separated segment was not removed and, at the end of the procedure, remained in the patient anatomy, stretched from the diagonal artery into the descending aorta. On 12/16/2015, the patient underwent a percutaneous coronary intervention (pci) and a 4.0 x 8 mm vision stent was implanted inside the 3.5 x 8 mm vision stent and the separated wire was crushed against the vessel wall. The most proximal portion of the wire remains extended into the descending aorta. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the provided information it is inferred that advancing/removal manipulation and/or rotational manipulation might be given to the guidewire of which distal end was trapped against the stent in lad, resulting in the breakage of the guidewire due to the force exceeding the products design limit, coil elongation into the descending aorta. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Instructions for use state: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not practice stent delivery when using this guide wire for parallel wire technique and separation or breakage of guidewires as one of possible complications and adverse events. All the shipped products are inspected in the production process for meeting products specifications and the release criteria, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).